Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was approx 600 mg/dl. It was stated that the customer was found in the living room and the insulin pump was alarming. The alarm history showed that there was another alarm in the middle of the night. It was also stated that the customer had been hospitalized on another occasion for low blood glucose and the reading was 22 mg/dl. It was stated that the customer had fallen because she is visually impaired and it is unsure if the low blood glucose caused the fall. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The customer was told to discontinue using the insulin pump until she met with the trainer.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.